Event description:
Invalid result (s). Invalid test results. The customer stated that their cassettes didn't produce a result. 2 kits from cvs lot# cov3090005. The user stated that they've disposed of the product so they can't provide any additional info or pictures.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
Final product manufacture and qc record for cov3090005. The test results of retention samples from cov3090005 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Invalid test results. The customer stated that their cassettes didn't produce a result. 2 kits from cvs lot# cov3090005. The user stated that they've disposed of the product so they can't provide any additional info or pictures.